Event description:
It was reported that a spectrum pump had a door error. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door error, through "door not fully latched" messages. The issue was caused by a failed lower link switch. As a result, the lower auxiliary assembly which contains the lower link switch was replaced.